Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Covidien received MDR file report number: mw5062520, event date: (B)(6) 2016, event report type: malfunction, adverse event: shiely tracheostomy cuffed size 6 trach lot# 15f0800jzx event description: s/p lung transport, s/p tracheostomy, trach cuff size 6 tube leaked, required two tube changes due to leaking. Covidien has requested additional information from the reporter. This report is regarding the second tube. The first tube is referenced on our report 2936999-2016-00554.